Event description:
Customer reported via phone call to have sensor malfunction. Customer reported that blood glucose was 118 mg/dl and went into threshold suspend. Customer also reported that sensor did not penetrate skin.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.